Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the provisional fractured during the sterilization process.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. This device is used for treatment. Reported information states that the surgical technique was followed during use of this device. It is likely that the device fractured from wear and tear from use.